Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final device analysis: the pump had a low battery reset during the decontamination process. The internal battery resistance was calculated to be 451.69 ohms. Maximum spec. Is 317 ohms. This recall is related to the potential for reduced battery performance in a small percentage of medtronic model 8637 synchromed ii pumps with batteries manufactured during two distinct time periods prior to april 2005. Nature of the device issue: as part of ongoing analysis of returned explanted product, medtronic has confirmed that reduced battery performance resulted in eight (8) occurrence.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient experienced increased spasticity and a seizure. A dye study was done and revealed that the catheter was intact. The pump was replaced. There was no reported injury and the patient recovered without sequela. The pump delivered lioresal. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Catheter model # 8731 serial # (B)(4) implanted on: (B)(6) 2005 explanted on: unknown. (B)(4). The device has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported prior to the patient's replacement, which his medical support team was handling the pump "apparently stopped delivering medication without any kind of warning or alarm of any kind". The patient as a result went through several days of extreme discomfort including sleep deprivation and hallucinations. After "several days of this" the patient went to the emergency room (ER). They reportedly could not find any explanation for the patient's symptoms after several hours of examination and tests and sent the patient home. Later that day, the patient had a "major seizure, lost consciousness and 911 was called and the patient went back to the ER. It was reported "again they found no explanation" and the patient was recommended to see the medical team that assumed responsibility for the pump. The patient saw the support team the next day and he assumed they refilled the pump and the patient had no further problems. The pump was replaced "several weeks later as scheduled". The patient reportedly suffered "a great deal because of the failure of the pump's warning system".